Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was found to have a failed internal battery and would not operate for any period of time when disconnected from external power. In addition, the event trace review found multiple occurrences of ext low (e17) events. This event should not occur when the ventilator is connected to an ac adapter and if the unit is indeed connected to an ac adapter at the time the events were logged then the adapter is likely faulty. The adapter in use at the time of the events was not included with the uut. Although the event trace had logged no occurrences of ln vent1 events during the period in review, there were multiple occurences logged on prior dates. All of them were prior to the last pm on (B)(6) 2020. With external power provided the uut was tested and found to function normally. The event trace review found no indication of malfunction of misuse.

Event description:
The customer reported to vyaire medical wants an event trace. Customer states there was a patient incident. The reporter confirmed that there is a patient involvement associated on this event. Alleged harm, patient did pass while using vent.

Event description:
The customer reported to vyaire medical wants an event trace. Customer states there was a patient incident. The reporter confirmed that there is a patient involvement associated on this event. Alleged harm, patient did pass while using vent.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was found to have a failed internal battery and would not operate for any period of time when disconnected from external power. In addition, the event trace review found multiple occurrences of ext low (e17) events. This event should not occur when the ventilator is connected to an ac adapter and if the unit is indeed connected to an ac adapter at the time the events were logged then the adapter is likely faulty. The adapter in use at the time of the events was not included with the uut. Although the event trace had logged no occurrences of ln vent1 events during the period in review, there were multiple occurences logged on prior dates. All of them were prior to the last pm on (B)(6) 2020. With external power provided the uut was tested and found to function normally. The event trace review found no indication of malfunction of misuse.